Event description:
Information received with return of the explanted device notes inappropriate sensor function after impact with an airbag during an automobile accident. The patient was not pacemaker dependent.